Manufacturer narrative:
The event occurred in (B)(4) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product will not be returned.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 25.7 mmol/l and 3.9 mmol/l; 30.0 mmol/l, 20.0 mmol/l, 10.0 mmol/l; and 3.0 mmol/l. Sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspected device and strips; however, customer has discarded strips.